Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also most likely external mechanical influences leading to a weakening of fixation may have led to device mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient has a haematoma over the implant site. Hearing performance with the device was reportedly affected. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has a haematoma over the implant site. Hearing performance with the device is reportedly affected.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient has a haematoma over the implant site. Hearing performance with the device is reportedly affected. Re-implantation is considered but no date has been scheduled yet.